Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient anatomy and will not be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is manufactured by asahi (B)(4). Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during a proximal left anterior descending (lad) artery intervention, while removing the 0.014 x 180 cm asahi prowater coronary guide wire, it became trapped against an unspecified stent and fractured. The fractured portion was not recaptured or removed from the vessel and remained in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for evaluation; therefore, an investigation could not be conducted. All shipped products are inspected in the production process for meeting the product specifications and release criteria. There is no indication of a product deficiency. The instructions for use (IFU) warnings section states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do no torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. Separation or breakage of guidewire is listed as one of possible complications and adverse events.